Manufacturer narrative:
The autopulse platform was returned to zoll with the li-ion battery on 02/01/2016 for investigation. Investigation results as follows: a visual inspection found the customer's li-ion battery with physical damage at insert corner; this damage found could account for diffilculty in removal from autopulse platform. No problem found to the battery compartment, battery springs guides or battery connector. A visual inspection of the autopulse found physical damage: tear load plate cover, missing screws on bottom cover, bent battery lock clip and damaged front enclosure on the ap platform. The reported user advisory 45 was not confirmed as no alert was found in the archive file. The autopulse platform was tested on a simulation for 20 minutes using lrtf mannequin (equivalent to (B)(6) patient) with no problem. The autopulse platform passed all functional test. Based on the investigation, the teared load plate cover, missing screws on bottom cover, bent battery lock clip and damaged front enclosure on the ap platform were replaced. In summary, the reported complaint of the battery stuck in the autopulse was due to physical damage on the battery and the user advisory 45 was not reproducible during functional testing. The autopulse platform was repaired and returned to the customer.

Event description:
It was reported that during a routine shift check, the battery was stuck and could not be removed from the autopulse platform. The device is still functional if needed. The device displayed user advisory 45 (drive shaft is not at the home position). No patient involvement was report.